Event description:
Dexcom g6 reading low. Finger stick is 76 mg/dl.15 minutes went by. Dexcom g6 reading 43 mg/dl, finger stick reading is 86 mg/dl. 15 minutes went by. Dexcom g6 reading 43 mg/dl, finger stick reading is 102 mg/dl. This went on for about an hour, super frustrating. Called dexcom to report this and they sent out a sensor replacement.